Event description:
The patient reported sharp pain down their left side. The patient stopped wearing the device two months ago and the commercial team member asked the patient to see their physician and recommended an x-ray to confirm device placement. Additionally, the physician's office was contacted regarding the new pain and will reach out to the patient to schedule an appointment. No further information is available at this time.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Potential causes of the reported issue are: programming parameters, migration, interference from a non-curonix device, patient is a poor candidate due to health, weight, age, or mental capacity, severe force applied to implant, and off-label use. The stimulator is used to treat pain. The cause of the pain is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.